Event description:
In 2006 the lay reporter contacted lifescan alleging that the lay pt's one touch ultra meter was prompting the error 1 message indicating a possible problem with the meter. The medical affairs specialist (mas) sent a letter to the pt since she could not be reached via phone. The date, time, and result of the pt's last test with the meter were not provided. The pt felt shaky at the time of concern. She ate food and/or drank beverage prior to receiving medical attention. The reporter said that the pt's son took her to the ER in jan 2006 because she was unable to test with the reported meter. No results obtained at the hospital were provided. The pt took insulin as treatment from a medical professional; the insulin type and dose were not provided. The pt's diabetes treatment regimen was not provided. The customer service agent (csa) confirmed that the pt's testing technique was correct. The csa walked the reporter through a test and the error 1 message appeared. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the pt was unable to test with the meter for an unspecified period of time. While unable to obtain a meter reading, she experienced symptoms, was taken to the ER, and received treatment with insulin.